Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 2/13/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: can you identify the lot number of the product that was used? No please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep (B)(6) dr. Surgeon. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-01313.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the surgeon mentioned he had two suture needles in a row pop off during a case late last year. He was able to use a different suture to complete the case with no patient consequence and they did not keep the strands of suture. Additional information was requested.